Event description:
It was reported that the programmer "couldn't restart." Programmer disposition is unknown. No patient complications were reported as a result of this event.

Event description:
It was reported that the programmer "couldn't restart." Programmer disposition is unknown. It was further reported that the programmer was repaired. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.